Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011. The fse inspected the instrument and found a leaking wash buffer reservoir tray. The fse tightened connections; however, it did not resolve the issue. The fse replaced fluids tray and verified system performance to published specifications. Hardware is the root cause of this event.

Event description:
A customer contacted beckman coulter inc., (bci) to report a leak from the access 2 immunoassay system fluids tray. There was no report of injury to the user.